Event description:
(B)(4).

Manufacturer narrative:
The report is being submitted under (B)(4) by arjountleigh (B)(4) on behalf of the importer (B)(4). Add'l info will be provided upon completion of the MFR's investigation.